Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patient age was unknown. There were five patients with unknown gender.

Manufacturer narrative:
Five samples were not returned. There was one case with a method codes of analysis of production records (3331), device not returned (4114) and a result code of no findings available (3221), and a conclusion code of cause not established (4315). There were four cases with a method code of type of investigation not yet determined (4118) and a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is 2024-84351-01. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.10. Four samples were not returned. One sample was returned there were four cases with method code of analysis of production records (3331). There were three cases with method code of device not returned (4114). There was one case with a method code of testing of actual/suspected device (10). There was one case with a method code of type of investigation not yet determined (4118). There were three cases with a result code of no findings available (3221). There was one case with a result code of results pending completion of investigation (3233). There was one case with a result code of operational problem identified (114). There were three cases with a conclusion code of cause not established (4315).. There was one case with a conclusion code of conclusion not yet available (11). There was one case with a conclusion code of cause traced to user (19). There was one case with a conclusion code of failure to follow instructions (18). The manufacturer internal reference number is (B)(4).

Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patient age was unknown. There were five patients with unknown gender.

Manufacturer narrative:
Additional information provided in h.11. Four samples were not returned. One sample was returned. There were five cases with method code of analysis of production records (3331). There were four cases with method code of device not returned (4114). There was one case with a method code of testing of actual/suspected device (10). There were four cases with a result code of no findings available (3221). There was one case with a result code of operational problem identified (114). There were four cases with a conclusion code of cause not established (4315). There was one case with a conclusion code of cause traced to user (19). There was one case with a conclusion code of failure to follow instructions (18). The manufacturer internal reference number is (B)(4).

Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patient age was unknown. There were five patients with unknown gender.

Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patient age was unknown. There were five patients with unknown gender.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Three samples were not returned. Two samples were returned. There were five cases with a method code of analysis of production records (3331). There were three cases with a method code of device not returned (4114). There were two cases with a method code of testing of actual/suspected device (10). There were three cases with a result code of no findings available (3221). There were two cases with a result code of operational problem identified (114). There were four cases with a conclusion code of cause not established (4315). There was one case with a conclusion code of cause traced to user (d11). There was one case with a conclusion code of failure to follow instructions (d1101). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).